Event description:
According to the info rec'd, the pt became symptomatic sometime in 12/2001, approximately six months after the connector was implanted. The angiogram revealed stenosis at the anastomosis site. The pt underwent reoperation and was reported to be doing well. The connector remains implanted. Add'l info has been requested.